Event description:
The customer reported when connect power, cannot boot up. There was no reported patient involvement/adverse patietn impact.

Manufacturer narrative:
Pr: #(B)(4). A follow up report will be submitted once the investigation is complete.